Event description:
Patient reported to the (B)(6) pharmacy on (B)(6) 2021 that while they were away from home the remote reported that the pump was unable to deliver fluid and they had no additional cassettes with them; the patient was instructed to seek medical attention to continue remodulin therapy. This information was reported to millyard advanced medical products llc on (B)(6) 2021. The device associated with the event has not been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury this issue is being reported in an abundance of caution.